Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii was prepared without difficult, the aortotomy was created and the device was deployed into the aorta; however, the heartstring iii seal did not provide sufficient hemostasis. The surgeon tried to manipulate the seal to see if it was flipped, but was still unable to achieve sufficient hemostasis. The tension spring was pulled in order to tighten the seal; however, there was still no improvement. He then opened a second kit and had the same problem. The procedure was completed by applying clamps and suturing the hole. Refer to MFR report #2242352-2012-00361 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It shows sings of clinical usage and evidence of blood. A visual inspection determined that only the seal and the tension spring assembly were returned, the seal was unraveled and the tether was cut. Based upon the received condition of the device, the reported complaint for "failure to seal" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).